Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the display window and a cracked reservoir tube lip. No moisture damage on the electronics and motor noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The blood glucose at the time of the incident was unknown. The customer explained that she dropped the device while getting out of the car, the screen got cracked and the display is unreadable. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.